Manufacturer narrative:
H3: the molded plug was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was confirmed. Visual inspection notes that the molded plug assembly had been cut from the assembly. Evidence of electrical over-stress was present within the molded plug on the blade/conducter interface area of the black conductor. Continuity testing indicates the interface between the blade and the black conductor is open. Continuity testing indicates the conductors are good between blade and conductor of the ground prong and the white wire. Damaged power cord assembly was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the site plugged in the mobile view station (mvs) power cable to the system, they noticeably saw a spark. The system stayed on for a bit, then shut down and could not be powered back on. No patient present at the time.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported the mobile view station (mvs) power cord had damaged prongs. The mvs power cord was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the site plugged in the mobile view station (mvs) power cable to the system, they noticeably saw a spark. The system stayed on for a bit, then shut down and could not be powered back on. No patient present at the time.